Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-19210 - device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient complained about six infusion sets kinked cannula within 3 hours of insertion. Event took place on (B)(6) 2024. Infusion sets were in use few hours. Patient replaced infusion set and resumed insulin successfully. No further information available.